Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, on (B)(6) 2024, the patient was standing in his living room and bent over to pick up a phone charger when he felt a sudden pop in his right hip and immediately fell to the floor. He experienced pain and was unable to bear weight on his right leg. X-rays revealed an angulated fracture of the femoral component of his right hip arthroplasty hardware, later confirmed as a fractured modular neck stem, which necessitated revision surgery performed on (B)(6) 2024. Non-revised products: product ID: dsbfgg58 dynasty® bf shell 58mm group g/ lot no.: 1512229/ qty: (B)(4). Product ID: 18080304 cancellous self-tapping 6.5mm bone screw 3.5cm length/ lot no.: 1462885/ qty: (B)(4).